Event description:
The manufacturer received information regarding a dreamstation 2 CPAP device. The patient states the device stopped working and is afraid to try any troubleshooting because the device smokes and can smell electric wire burning. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.